Event description:
The customer alleged an event of suspected positive biological indicator (bi). No injury or report of infection was reported from the unrecalled load (blade).

Manufacturer narrative:
Suspected positive bi.